Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens came out before needed. There was patient contact and the procedure was completed on the same day.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be confirmed. Intra ocular lens (iol) was not returned. Only the device was returned. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been advanced outside the nozzle. No damage observed. Iol was not returned. The reported complaint lacks detailed information regarding the specific issues encountered during device activation. The product investigation could not identify the root cause for the reported complaint lens came out before needed. Only the device was returned for evaluation, the lens was not returned. Due to this, we are unable to confirm the lens and the plunger position for advancement. The reported complaint is lacking in relevant information regarding the specific issues encountered during device activation. Due to the lack of information, we are unable to verify if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).